Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that they trouble with vertigo, further stating that they did not have this issue before this device and now all of a sudden they got it. Patient is a carpenter and walks the walls, got to be high and stuff, patient noted that their feet were like a cat and now they were not a cat anymore. Patient went to the hospital and they turned the device down and upped the carbidopa levodopa, it seemed to help but was starting all over again. Patient called their health care professional (hcp) and the hcp said there was no way the device could cause vertigo. Patient contacted another hcp who noted that yes, it can cause vertigo. Patient also stated that they tried turning the ins off to see if the vertigo goes away, and it did go away for the most part when the ins was off but after two hours the patient's tremors started again. Patient stated that they do not blame it on the device , patient was happy that they got the device, as they had no tremors. Patient was calling to ask if we had anyone else having vertigo issues. It was reviewed for the patient that nothing was reported under vertigo but that 14% patient's reported balance issues. Patient was redirected to the hcp to see if they could try reprogramming to help minimize the issue. No further patient complications were reported/ anticipated as a result of this event